Event description:
Facility alleged that the side rail would not stay engaged.

Manufacturer narrative:
Technician found that the pt right intermediate siderail latch was inoperative. Latch was dirty causing rail not to latch. The latch was cleaned to resolve this issue.